Event description:
It was reported that during a percutaneous transluminal intervention procedure, the balloon catheter became stuck on the guide wire. The patient presented with angina. While advancing the 30mm x 2.50mm apex over-the-wire balloon catheter over a 300cm non bsc guide wire, outside of the patient, the balloon catheter became stuck on the guide wire. The devices were removed together as a unit and exchanged. The procedure was successfully completed with another of the same device. There were no patient complications reported and the patient's condition was reported as 'fine'.

Manufacturer narrative:
(B)(4).device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product analysis revealed dried blood inside the shaft and balloon. A guide wire was protruding approximately 78.0 cm from the hub/manifold of the device and 71.5 cm from the distal tip. Visual/microscopic and tactile inspection of the device revealed that the inner shaft and balloon were bunched-up/damaged on the proximal end of the balloon. Examination of the material surrounding the bunched up inner did not reveal any evidence of material or manufacturing deficiencies that would have contributed to the damage. The device was soaked in circulating water to attempt to dislodge dried contrast and blood in order to remove the wire from the device. The inner diameter (ID) of the tip was unable to be measured. The outer diameter of the guide wire measured approximately .014" which is compatible with this device. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal intervention procedure, the balloon catheter became stuck on the guide wire. The patient presented with angina. While advancing the 30mm x 2.50mm apex over-the-wire balloon catheter over a 300cm non bsc guide wire, outside of the patient, the balloon catheter became stuck on the guide wire. The devices were removed together as a unit and exchanged. The procedure was successfully completed with another of the same device. There were no patient complications reported and the patient's condition was reported as 'fine'.